Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error message. Another system was used to continue the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm console for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error message was confirmed in the system's event log but was not confirmed during functional testing. The reported error message was not replicated during testing, and the thermogard system functioned as intended. The root cause of the intermittent occurrences of the tcmid:07 error was the degraded and malfunctioning lm34 temperature probe, most likely attributed to the age of the device. The thermogard console was manufactured in january 2016 and is over 8 years old, well beyond its expected service life of 5 years. Several issues were noted during the visual inspection, unrelated to the reported complaint. The hex coil basket, drip pan, and prime switch cover were missing. Also, the console's pump raceway was covered with dried saline. These observations are related to user mishandling. In addition, the right wheel caster was bent, likely resulting from user mishandling or damage during transportation. Further visual inspection revealed that the ac input module and pump lid were loose. The white rollers were worn out, the drip tray gasket was degraded and had turned yellow, and the display pivot was stuck (very hard to rotate). The probable cause of these additional observations is likely due to wear and tear or could be due to mishandling. The system's event log data was reviewed and revealed several tcmid:07 error messages around the customer's reported event date, confirming the reported complaint. Further review of the event logs showed one tcmid:08 (coolant temp low) error message occurred around the customer's reported event date but was not reported by the customer. The system passed the functional testing with no issues or errors. The reported tcmid:07 error was not replicated during functional testing. Technical investigation revealed that the lm34 temperature probe had broken holes in its metal case. The root cause of the intermittent tcmid:07 error and tcmid:08 error message (observed in the system's event log data) was determined to be the malfunctioning lm34 temperature probe, which was replaced to address the occurrences of the error messages. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).